Event description:
On 13-nov-2024, the following information was provided by the wound care expert: on 30-oct-2024, the activ.a.c.¿ therapy unit allegedly ran out of battery and turned off, after multiple alarms, leading to an interruption in therapy of approximately 9 hours. Due to this interruption, which was not noticed by the nursing staff, the patient allegedly had to go back to the operating room, which worsened his healing process. On 12-dec-2024, the following information was received from the solventum sales representative: the patient¿s pertinent medical history includes various abdominal operations with current fistula formation in the rectum. This was treated with a non-solventum product, endo-sponge®, connected to activ.a.c.¿ therapy unit. On (B)(6) 2024, the patient underwent an additional procedure to have the endo-sponge® changed allegedly due to the interruption in therapy. In addition, prophylactic antibiotic therapy was initiated. The patient is scheduled to be discharged on (B)(6) 2024, as their condition has improved. A device evaluation of the activ.a.c.¿ therapy unit is currently pending completion.

Manufacturer narrative:
Based on the information provided, it could not be determined that the alleged worsening of the patient¿s healing process is related to the activ.a.c.¿ therapy system. The patient reported a lapse in care by the healthcare staff managing the device when the battery reportedly ran out, and the device turned off. This event is being reported due to potential use error due to use of the activ.a.c.¿ therapy system with a non-solventum product, endo-sponge®, and for interruption in therapy of approximately 9 hours due to unit turning off despite multiple battery alarms. An evaluation of the device is currently pending completion. Device labeling, available in print and online, states: warnings: do not modify the therapy unit or dressing. Do not connect the therapy unit or dressing to other devices that you might be using. Keep v.a.c.® therapy on: never leave a v.a.c.® dressing in place without active v.a.c.® therapy for more than two hours. If therapy is off for more than two hours, remove the old dressing and irrigate the wound. Either apply a new v.a.c.® dressing from an unopened sterile package and restart v.a.c.® therapy; or apply an alternate dressing, such as a wet to moist gauze, as approved during times of extreme need, by treating physician. Disclaimer: this information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a kinetic concepts, inc. Product malfunctioned, is defective or has caused serious injury.

Manufacturer narrative:
Based on the additional information provided regarding the device, the assessment remains the same; it cannot be determined that the alleged worsening of the patient¿s healing process requiring additional surgery is related to the activ.a.c.¿ therapy system. The device passed quality control checks and met specifications before and after patient placement. The patient reported a lapse in care by the healthcare staff managing the device when the battery reportedly ran out, and the device turned off. This event is being reported due to potential use error due to use of the activ.a.c.¿ therapy system with a non-solventum product, endo-sponge®, and for interruption in therapy of approximately 9 hours due to unit turning off despite multiple battery alarms.

Event description:
On 28-jan-2025, a device evaluation was completed by solventum quality engineering. On 22-jul-2024, the device was tested per quality control procedure by the solventum service center, and the device passed and met specification prior to patient placement. On 28-jan-2025, the device was tested per quality control procedure by the solventum service center, and the unit passed the quality control checks and met specifications after patient placement. Review of the event logs indicated the device displayed battery low alarms and battery critical alarms at the correct intervals prior to shutting down. No fault was identified as the device functioned as intended alerting the user in the event of a low battery. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.